Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the output connector assembly of the external pulse generator (epg) was broken whilst the epg passed all incoming functional tests. It was further noted that the hanger assembly and upper case of the epg were also broken. All found defective parts were replaced and all other identified issues were resolved with firmware updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular output connector which would not hold a cable. The epg was received into service and repair. There was no patient involvement.